Event description:
Additional information was received indicating an invasive procedure was performed. This lead was capped and surgically abandoned. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance and shock impedance measurements. Threshold and sensing measurements were acceptable. Oversensed noise was observed which resulted in an inappropriate shock. There was a concern the lead had fractured. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected to monitor the lead due to non-device related medical conditions. Tachy therapy was programmed to monitor only. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.